Manufacturer narrative:
(B)(4). It was reported during follow up that the patient was hospitalized on (B)(6) 2015 and on the same date; a pd effluent sampling was performed (previously reported as performed on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask and the area was not clean prior to starting pd therapy. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with reflin (1 gram, frequency and route not reported) and fortum (1 gram in first bag and then 250 milligrams in each subsequent bag; frequency not reported). It was not reported if the patient was retrained in proper aseptic procedure. At the time of this report, the peritonitis was resolving, the patient was recovering from the event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.